Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected troponin I es result was obtained from a patient sample while using the vitros eciq immunodiagnostic system. The most likely assignable cause for the higher than expected tropi es results is instrument related. Analyzer service repairs were made to return the customer's vitros eciq system to expected performance as verified by acceptable post service precision tests. The investigation could not rule out inappropriate pre-analytical sample processing as a contributing factor. The investigation found no evidence to suggest the vitros troponin I es reagent had malfunctioned as acceptable quality control test results had been obtained.

Event description:
The customer obtained a non-reproducible, higher than expected troponin I es results from a single patient sample processed on a vitros eciq immunodiagnostic system. Additional unacceptable test results were obtained during vitros troponin I es precision tests performed during several service visits. Patient 1 sample, obtained 0.078 ng/ml vs. Expected < 0.012 ng/ml, negative patient sample pool; obtained 0.079, 0.079, 0.077, 0.060, 0.059, 0.068, 0.074, 0.078, 0.083, 0.088, 0.091, 0.098, 0.101, 0.104, 0.106, 0.109, 0.112 ng/ml vs. Expected < 0.012 ng/ml; high sample diluent b, obtained 0.091, 0.073, 0.064, 0.061, 0.059, 0.058 ng/ml vs. Expected < 0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected patient vitros tropi es result was reported a clinician; however, a corrected result was later reported and there were no allegations of patient harm made as a result of the event. (B)(4).